Event description:
Pump declared a cartridge change error on two occasions, august 24 and august 26. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller to inspect the pump, remove debris from the pneumatic tap area, and ensure the cartridge was properly attached. Following these instructions, the caller successfully completed the load process and resumed insulin use.